Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon of the xience stent delivery system (sds) ruptured at 11 atm in the diagonal that did not have any calcium. There was no pre-dilatation performed prior to stenting. The stent was deployed and there was no need for post-dilatation. There was no patient injury reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Balloon pinholes/ruptures can occur as a result of a manufacturing issue or from use. Interaction with anatomy and/or accessory devices can damage the balloon leading to rupture during inflation. There was no report of any leak in the device during prep, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon was damaged during use, since the stent was successfully deployed. The lesion was not pre-dilated. The IFU states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated." A conclusive root cause could not be determined.